Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the device balloon developed a leak. The device was not replaced. The anesthesiologist continued to add air throughout the remainder of the procedure to ensure that the seal remained in place.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation - evaluation. A review of documentation including complaint history, device history record, instructions for use (IFU), manufacturing instructions (mi), trends, and quality control was conducted during the investigation. The complaint device was not returned; therefor, no physical examinations could be performed. However, a document based investigation evaluation was performed. Cook has concluded that sufficient controls are in place to detect this failure mode prior to distribution. Due to lack of lot information, review of the device history record could not be completed. However, review of sales records to the user facility over the past three years prior to the date cook was made aware of the event showed eight possible lot numbers. One lot, 7421507, showed one related nonconformance where one device was scrapped for leakage. Due to inspection practices and no other complaints, there is no evidence that nonconforming product exists either in house or in the field. How supplied: "upon removal form package, inspect the product to ensure no damage has occurred." Based on the information provided, no product returned, and the results of the investigation, a definitive root cause was traced to component failure and could not be established. The complaint was able to be confirmed based on customer testimony. Appropriate measures were initiated to investigate this failure mode. Trending was ran at the time of this investigation and showed a negative trend. Because trending analysis revealed no continuing negative trend and there was no change in the occurrence level, no further action is required per the quality engineering risk assessment. We have notified the appropriate personnel and will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
PMA/510(k): k021920. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the balloon would not stay inflated on a cook arndt endobronchial blocker. The device is included in the arndt endobronchial blocker set, (rpnc-aebs-7.0-65-sph-as). The device was removed from the patient and a new one was placed. There have been no reported adverse effects to the patient.